Manufacturer narrative:
510(k): k160229. Device evaluation: (B)(4) unit of lot c1772805 of echo-hd-22-ebus-p-c involved in this complaint was returned without its original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on the 26th april 2021 and additional lab evaluation was carried out on the 28th april 2021. In summary the following results were observed in the lab evaluation: sheath extender able to advance and retract fully but ant able to advance pass kink. Needle able to advance but with some difficulty. Distal end of needle examined and no issue observed. Needle able to advance and retract with some difficulty. Stylet returned not fully inserted, but was able to be inserted fully. Stylet removed from device without any issues. Stylet examined and no issue observed. Stylet inserted into device but unable to pass proximal kink. Thumbscrew on the sheath extender tighten and attempted to move the sheath extender and unable to move. No issue with the thumbscrew. Several attempts were made to obtain additional information. However, no response has been received to date. If additional information will be received in the future this file will updated accordingly: is it the section of the needle that the user found was at 90 degrees as per 1st photo above or as per the 2nd photo above? As can be seen from the 1st photo above no section of the distal end of the needle was observed to be partially broken out of the sheath at the end? Is this the section that the user is referring to and if so, any reason why no partial break was observed on the returned device? "I can say the needle itself was at 90 degrees it had partially broken coming out of the sheath at the end." Based on lab evaluation findings it is assumed to 90 degree angle is referring to the needle kinking below sheath extender. It may be noted that as per additional information provided "yes, the sheath slipped when needle was inserted" therefore, during the lab evaluation thumbscrew on the sheath extender was tighten and attempted to move the sheath extender and unable to move, due to proximal needle kink. Also there was no issue observed with the thumbscrew. Document review including IFU review: prior to distribution, all echo-hd-22-ebus-p-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-p-c of lot number c1772805 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1772805. The notes section of the instructions for use, ifu0110-6 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: n/a root cause review: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to observed proximal needle kinking when detaching the needle from the scope due to slight over torque and subsequently resulted in the stylet difficulties. A CAPA has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Event description:
This supplement report is being submitted, as the device was evaluated on the 26-apr-2021 and will be reflected in section d and h.

Manufacturer narrative:
510(k): k160229. The investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
As initially reported to customer relations via phone conversation & email from district manager:surgeon performing ebus procedure and had trouble advancing stylet when needle inside patient. Stylet actually bounced back when advancing attempted. When needle withdrawn and specimen being pushed into jar, it was noted that there was a piece of the needle sticking out at a 90 degree. We [the customer] got a new needle. No obvious known harm to pt [patient]. Unknown at this time if scope was damaged. Did any unintended section of the device remain inside the patient¿s body? Noif yes, please describe.. Was the patient hospitalized or was there prolonged hospitalization? No. Did the patient require any additional procedures due to this occurrence? Noif yes, please describe.. Did the product cause or contribute to the need for additional procedures? Noif yes, please specify additional procedures and provide details.. Has the complainant reported any adverse effects on the patient due to this occurrence? No. Has the complainant reported that the product caused or contributed to the adverse effects? Noplease specify adverse effects and provide details. For all complaints, ask: if the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Needle split in two from distal to almost full proximal please describe the location in the body for the intended target site (pancreas, stomach, lungs, etc). If lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s, etc. Mediastinal nodes please describe the size of the intended target site. Ni if not with the device in question, how was the procedure performed and/or finished? A new needle was opened was the device used in a tortuous position? No are images of the device or procedure available? Device sent in to company was the device damaged in packaging before removal? No was the device damaged on removal from packaging? No was force required to remove the device? No for complaints occurring during use (once in contact with endoscope), also ask: what is the endoscope manufacturer and model number that was used? Pentax eb 1970uk was the scope recently service/repaired? No was force required on insertion of device into scope? No was resistance felt while inserting the device through the scope? No when was the issue noted? E.g. On advancement of the sheath/needle or on needle retraction? When flushing out specimen into container needle split was noted was the syringe used during the procedure, after the stylet was removed? Yes was difficulty experienced while retracting the needle? No was it possible to be fully retract before removing the needle from the patient? Yes was gaining access to the targeted site difficult? No was the endoscope in a flexed or twisted position at any time during the procedure? No was puncture of the targeted site difficult? No was the stylet fully in place inside the needle when advancing into the targeted site? Yes was the stylet partially removed when advancing into the target site? No how many samples were obtained with this needle? 6 did any section of the device detach inside the patient? No if the device kinked below the sheath extender, was the kink observed before inserting the device into the scope? Na was there difficulty locking the sheath (or needle) in place or slipping experienced during use? Yes, the sheath slipped when needle was inserted was there difficulty in attaching or detaching of the device leur lock to the scope? No if device is a procore needle, is the kink located distally at at the notch /core trap? N/a

Manufacturer narrative:
510(k): k160229(B)(4)the investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.